Manufacturer narrative:
Visual inspections were performed on the returned device. The reported suture detachment was observed as a needle to cuff miss. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional vessel closure devices referenced in b5 are filed under separate manufacturing report numbers.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using three proglide after a diagnostic angiogram procedure with a small hole sheath. Reportedly, when the plunger was pulled, only the white thread [link] was found for all three devices. The link was found stuck in the foot for the devices. Another proglide was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.